Manufacturer narrative:
(Date of event): date of event was approximated to (B)(6) 2017 (implant date) as no event date was reported. This complaint was reported by the patient's lawyer. The device was implanted at (B)(6) by dr. (B)(6). (B)(4). The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two devices implanted during the same procedure. It was reported to boston scientific corporation that an upsylon y-mesh was implanted into the patient for the treatment of prolapse during a total laparoscopic hysterectomy with bilateral salpingectomy, sacrocolpopexy and abdominal perineal repair procedure performed on (B)(6) 2017. As reported by the patient attorney, on (B)(6) 2018, the patient is still experiencing urinary urge incontinence. On (B)(6) 2018, her main concern was post void leakage and a small mesh exposure was observed. On (B)(6) 2018, she is still experiencing urinary urgency and had uti (urinary tract infection) which was treated with antibiotics. On (B)(6) 2019, mesh exposure in vagina was noted. Excision of mesh exposure in the vagina under general anesthesia was recommended. Boston scientific has been unable to obtain additional information regarding the event to date.